Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump failed the self-test and alarmed hardware low level failures twice. The patient's blood glucose at the time of incident was 54 mg/dl; however, their blood glucose during the call was 18 mg/dl. The customer experienced loss of consciousness from their hypoglycemia and was admitted to the hospital on (B)(6) 2019. The customer treated with glucose tablets. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The caller believed that the insulin pump was over-delivering. Their most recent set change occurred on the day of the hospitalization. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. However, the caller alleged that the device over-delivered. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.